Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the lower outer base tube weldment was broken and the cot would not roll properly. There were exposed sharp edges reported. No pt involvement or adverse consequences are reported.